Manufacturer narrative:
Results: bd received one used sample from the customer facility for investigation. Based on the visual inspection/evaluation of the sample, bd observed a cracked tube. Bd received eleven unused samples for investigation. The eleven samples were evaluated and the customer's indicated failure mode for no draw with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the cracked tube had leaked additive. The lack of additive can explain the clotting and lack of draw. An absolute root cause for the cracked tube cannot be determined.

Event description:
It was reported that bd vacutainer® buffered sodium citrate blood collection tube didn't draw blood. After manual transfer of blood into the tube, the blood clotted. There appeared to be a crack in the tube. No injury or medical intervention.